Manufacturer narrative:
Patient information was unavailable from the site. Serial number, unavailable. No devices were returned to the manufacturer for analysis. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a tumorectomy procedure. It was reported that the product froze during use. The issue was resolved by restarting the system. There was a less than 1-hour delay to the procedure and no impact on patient outcome.